Event description:
It was reported that the ventilator's patient alarm is not being read by the nurse call station. It is unknown if the ventilator was connected to a patient when the reported problem occurred.